Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th february 2026, it was reported by an arthrex employee via email that for an ar-12990, knee scorpion¿, the knee scorpion needle snapped inside the knee scorpion and jammed the whole device. They were unable to dislodge the broken needle fragment. This was detected during a meniscal root repair procedure on (B)(6) 2026. The procedure was completed successfully as another meniscal root tray was opened and they used a different knee scorpion and needle.